Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the generator had an e022 temperature failure error; however, per the legal manufacture, this error is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported, that the generator had an e022 temperature failure error. The issue was found during preparation for use. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.